Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not stop pacing after it started sensing indicating that sensing was inappropriate. The user was informed a new epg would need to be purchased because the model of the epg being used was out of service. There was no patient involvement.